Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. The corrective action and preventive action records were reviewed and revealed no indication of a product quality issue. A review of the production records and similar complaint query was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported tip break. It was reported that the guide wire tip broke during use in the anatomy. Factors that may contribute to a tip break include, but are not limited to, user technique, manipulation against resistance, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported tip break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a restenosed lesion in the iva. The hi-torque balance heavyweight (bhw) guide wire was used with a non-compliant balloon catheter. After removal from the anatomy it was noted the coils were deconstructed but remained in one piece. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.